Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after patient reported feeling a pop in his hip while sliding along a bench. Pre-operative x-rays led the surgeon to believe the head disassociated from the stem, but intra-operatively, the head needed to be 'tapped off' of the trunnion. Intra-operatively, an excessive amount of black tissue was noted, and the trunnion was observed to have moderate wear. The accolade I stem, 36 +5 lfit v40 head, and poly liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed there were no allegations against the liner. Rep provided x-rays and an explant picture, and will try to obtain additional information and the explants.